Event description:
It is reported that the customer had high blood glucose levels that exceeded 400 mg/dl. The exact high blood glucose reading was not provided though it was reported that at the time of the customer's phone call the customer's blood glucose level had dropped to 333 mg/dl. The customer reported that he recalled replacing the battery the previous night and woke up to find that the insulin pump had a blank display. The customer was advised that the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display due to moisture damage on the electronics. Moisture damage also found on the motor assembly. Unable to perform the occlusion test due to blank display anomaly. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.